Event description:
It was reported by service report that the tripped breaker had popped causing the head-end lift motor to run the bed down no matter which buttons were pressed, and the footboard modules were damaged, with no sharp edges exposed. It was unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board. Damaged footboard modules.